Manufacturer narrative:
(B)(4)

Event description:
It was reported that an unknown catheter issue presented. The patient experienced fluid retention in their legs. The location or issue of symptoms were reported as the catheter track and legs. A dye study was performed on (B)(6) 2013 and a computerized tomography (CT) scan was also performed at some point. The physician felt that the catheter may have a possible tear or could be disconnected. The location of the catheter issue was reported as the proximal segment, pump connector. The patient was referred to a surgeon for the assessment of the pump and catheter and a possible revision of catheter. It was not known what medication this device system delivered. It was further reported that no further troubleshooting was performed and they were scheduling the patient for a possible revision. It was still unknown what medication this device system delivered and the patient¿s status. Further, the patient experienced significant swelling at the spine incision. Forty cc¿s of fluid was drained. A CT and dye study were performed. The CT scan showed the catheter to be intrathecal but the dye study showed dye collecting outside the intrathecal space. One physician suspected a catheter dislodgement. During the replacement procedure the anchor was found to be approximately 1 centimeter (cm) from the original sub-fascial entry and catheter appeared to still be intrathecal. The surgeon suspected a csf leak near the anchor site on the distal segment. The spinal segment was replaced and a new anchor was secured. The explanted catheter portion was discarded. This device system delivered dilaudid. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that the reporter did not think there was a tear or disconnection of the catheter. It was further reported that the problem was where the surgeon had the catheter placed. The issue was ¿not at all to do with the pump or catheter¿.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).